Event description:
It was reported that during preparation of viscoelastic for use, the cannula and luer lock detached from the syringe while expressing the product. There was no pt contact.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.